Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 - the pump was returned to the manufacturer and investigated on 09/16/2015 with the following findings: on investigation, when the pump was powered on, the auditory tones were absent. Investigation confirmed the complaint of ¿no sounds.¿ the pump cover was removed for investigation and revealed the connection contacts for the audio unit were misaligned. When the connection contacts were adjusted into proper alignment, audio tone function returned.